Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device became entrapped on the guidewire. A 2.1mm jetstream xc catheter and a 130cm 014 thruway guidewire were selected for an atherectomy procedure in an unspecified lesion. Upon removal to perform an angiographic check, the guidewire became entrapped in the catheter. The catheter and guidewire were removed as one unit from the patient. Once outside the patient, the entire guidewire was removed from the catheter; however it was impossible to load the catheter onto another guidewire. The catheter was noted to be blocked approximately two to three centimeters fro the extremity of the catheter. Damage was noted on the guidewire upon removal. The procedure was not completed. There were no patient complications and the patient's status is good.

Event description:
It was reported that device became entrapped on the guidewire. A 2.1mm jetstream xc catheter and a 130cm 014 thruway guidewire were selected for an atherectomy procedure in an unspecified lesion. Upon removal to perform an angiographic check, the guidewire became entrapped in the catheter. The catheter and guidewire were removed as one unit from the patient. Once outside the patient, the entire guidewire was removed from the catheter; however it was impossible to load the catheter onto another guidewire. The catheter was noted to be blocked approximately two to three centimeters fro the extremity of the catheter. Damage was noted on the guidewire upon removal. The procedure was not completed. There were no patient complications and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The shaft, pod and the remainder of the device were visually inspected for damage. It was noticed that the catheter shaft showed multiple kinks located throughout the catheter shaft. The device was connected to the jetstream console per the dfu. The device was primed and activated. The device functioned as designed in all modes of blades up and blades down. A 0.014 thruway guidewire was inserted into the device with some restriction. The restriction of the guidewire is consistent with the multiple kinks throughout the shaft which could give the indication of a guidewire sticking issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.